Event description:
Event description guidant/crm received information that this sweet tip rx lead after only two days of implant was removed from service due to non-capture. This was not resolved after a repositioning the lead. The lead was removed and replaced with the same model without issue.